Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed calibration of the pressure transducers. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse confirmed that all pressure transducers were calibrated and within specifications. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10.